Event description:
It was reported that the patient presented in clinic. Device interrogation revealed non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.